Manufacturer narrative:
The device was discarded. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to find a conclusive cause for the reported difficulties. It is possible that user technique in conjunction with challenging lesion characteristics (stenotic area) contributed to the reported difficulties, as the armada balloon possibly conformed to the blockage as designed; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that this procedure was performed to treat a high grade stenosed and mildly tortuous left av fistula. An armada 35 balloon catheter was inserted into the stenotic area and angioplasty was performed. The balloon was successfully inflated to 17atm and was able to resolve most of the stenotic area. However, after the balloon was fully deflated, it was noted that due to patient anatomy, resistance was felt during removal. The balloon catheter was able to be removed without causing any adverse patient¿s effects. A non-abbott device was then used to treat the rest of the stenotic area. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.